Event description:
New information received notes that prior to the procedure, high capture threshold was observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was explanted and replaced due to unacceptable capture thresholds. The patient was reported in good condition following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Correction: during the repositioning procedure, the helix was unable to be retracted. It was then decided to explant the lead.